Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site necrosis, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
The event redness was considered as a symptom of necrosis and was therefore not coded. This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+), for booty augmentation (off label use of device). Batch number was reported as unknown. Radiesse(+) was hyperdiluted (product preparation issue), with bicarbonate solution and lidocaine. After the radiesse(+) injection, the patient experienced necrosis at the injection sites and redness. The reporter believed it was due to a much higher volume of bicarbonate solution and a small quantity of lidocaine in the dilution. The outcome of the event was unknown.